Manufacturer narrative:
(B)(4) . The patient was born in 1959. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis event was not reported. The patient was not hospitalized for the event. The action taken with extraneal therapy was not reported. No additional information is available.